Manufacturer narrative:
This report is submitted on september 29, 2023.

Event description:
Per the clinic, the patient experienced loud noises and discomfort with device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on october 30, 2023.